Manufacturer narrative:
On 22-may-2025, the product investigation was completed as the complaint device had been discarded. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 60000475 and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding short sheath - medium and the while preparing to insert the device into the patient¿s body, it was noticed that the hemostatic valve was damaged. The medical team noted that the valve was totally separated and was dislodged outside of the hub. This occurred before inserting the sheath into the patient's body. No further damages or dislodgments were noted. No blood return was identified. The issue was resolved by replacing the vizigo short with another new one. The procedure was completed without patient's consequence.